Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient said they are still leaking a good bit. Patient said the first day everything was ok and they had a couple good days but now they are leaking more during the night. Reviewed how to increase stim. Patient increased stim to a comfortable level. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned a burning sensation at the implant site. Outbound call made to patient. No answer: vm left. An inbound call was made from the patient responding to the previously left voicemails. Agent asked the patient the cause of the burning sensation at the implant site. The patient reported that the cause was the stitches were getting infected. The patient visited their healthcare provider (hcp) and was given antibiotics. The issue was resolved. The patient also mentioned they are still experiencing leakage. They are at 1.5 and plan to up the setting a little next week. The patient is scheduled to see their hcp on september 19. The patient will continue to track symptoms and call patient services (ps) if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.